Manufacturer narrative:
The device remains implanted and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient was experiencing pain at the ipg site whenever the patient leans back as the ipg was rubbing against the bone. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was relocated and a new lead was added. The patient was doing well postoperatively.